Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard IV solution administration set had tubing that was leaking and appeared crushed/melted ¿around the point where the filter attaches to the line.¿ this occurred during infusion of total parenteral nutrition solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.